Event description:
A bipap a40 device was returned to a third party service center for servicing related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no reported patient involvement. During the evaluation of the device at third-party service center, visible foam particles were found, and the foam insulation was replaced to resolve the issue. Additionally, high rate, low minute ventilation, low circuit leak, and patient disconnect error codes were found in the device's error log. It is also noted that extreme dirt and moisture were found during the evaluation. The device software was upgraded, and the device passed all final testing. No further investigation is required.